Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Rising atrial lead capture thresholds were reported. At implant, the capture threshold was 1.25 v at 0.5 ms. In (B)(6) 2009, capture threshold was 3 v at 0.5 ms. On (B)(6) 2010, capture threshold had risen to 3.25 v at 0.5 ms. Aside from the rising capture thresholds, the lead continued to work appropriately.